Manufacturer narrative:
The exact date if device implantation is unknown. Complaint conclusion: as reported by the legal department, the plaintiff, (B)(6), underwent placement of an optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, recurrent deep vein thrombosis (dvts), filter embedded in wall of the ivc and occlusion of ivc filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages and require extensive medical care and treatment. As a further proximate result, the plaintiff have suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Vessel injury is a well-known potential complication for all ivc filter implants and is listed in the instructions for use (IFU) as such. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, recurrent deep vein thrombosis (dvts), filter embedded in wall of the ivc and occlusion of ivc filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages and require extensive medical care and treatment. As a further proximate result, the plaintiff have suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the implant was a fourth episode of deep vein thrombosis (dvt) of the left lower leg. The patient was placed on coumadin therapy for the first two episodes and lovenox for the third event. An optease vena cava filter was placed for the most recent episode and the patient was also placed on coumadin and lovenox. The medical records indicate that during the initial event, hematology/oncology was consulted for a coagulopathy work up, all results were normal; however, the medical record indicates that the result would be invalid as the work up was done during the acute dvt episode. Procedural details have not been provided. It was initially reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent deep vein thrombosis (dvt), filter embedded in wall of the ivc and occlusion of ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of recurrent dvt. The patient is reported to have experienced clotting, occlusion of the inferior vena cava (ivc), perforation of the filter strut(s) outside the ivc, and continues to experience dvt's and anxiety related to the device. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and with the limited information provided, the report of device embedded, perforation of the ivc, clotting and occlusion of the inferior vena cava (ivc) filter and recurrent dvt could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent deep vein thrombosis (dvt), filter embedded in wall of the ivc and occlusion of ivc filter. Per the patient profile form (ppf), the device was implanted due to a history of recurrent dvt (deep vein thrombosis). The patient reports post implant dvt, clotting, perforation of filter strut outside the ivc, perforation of the aorta and the small bowel, in addition to occlusion of the ivc and ivc filter and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc, bowel and aorta; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent deep vein thrombosis (dvt), filter embedded in wall of the ivc and occlusion of ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of recurrent dvt. The patient is reported to have experienced clotting, occlusion of the ivc, perforation of the filter strut(s) outside the ivc, and continues to experience dvt's and anxiety related to the device. According to the discovery form, medical conditions outlined include recurrent deep vein thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include dvt, perforation of filter strut outside the ivc, perforation of the aorta and the small bowel, in addition to occlusion of the ivc and ivc filter.